Event description:
It was reported that after initiating deployment of the filter, the dome formed in the vena cava. During further deployment, the feet became stuck in the pusher cup. The sheath was advanced over the legs and the wire was drawn back to release the pusher cup and legs. During this procedure, one of the filter legs perforated the vena cava. Further manipulation was successful in placing the filter at the targeted location. The patient was immediately taken off heprin. No procedure was necessary to mend the vena cava. The follow-up films showed good results in placement and no further complications have been reported.device labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.